Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Pt was injected in the nlf's on (B)(6) 2010, the left side formed a bumped on the nasal area. (B)(6) 2010, the bump up continued to grow and on (B)(6) 2010 and (B)(6), 2010 the pt went to the dermatologist. The dermatologist prescribed cephalexin. On (B)(6), 2010 a bump developed on the right side of the nlf, a needle extraction of sterile abscess was performed on (B)(6), 2010 and the procedure was repeated on (B)(6), 2010.